Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete. The expiration date is not currently available.

Event description:
It was reported that the surgeon recognized truespan 0° (p/n:228150, lot# was unknown) was packaged in the truspan 12°'s package (p/n:228151, lot# was l790021) during the surgery on (B)(6) 2018. The surgery was finished without any other problem although it was not reported how the surgery was completed. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Additional event information received on 10/14/2018. The product is not available for the investigation, thus, it won't be returned to the site.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was discarded and no photo was provided by the customer for evaluation. This complaint is not confirmed. Non conformance review was performed, no non-conformances were identified for this part (228151) - lot (l790021) number combination. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: non conformance review was performed, no non-conformances were identified for this part (228151) - lot (l790021) number combination. Review conducted per (B)(4).¿ ¿per qlik query executed nov 9,2018.¿